Event description:
It was observed that during the device evaluation the deflectable videoscope had noisy image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it was observed, the deflectable videoscope had noisy image. The most likely cause was determined to be an electrical/electronic component problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.